Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter was found damaged before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "bad working. Several catheters have been discarded since they have presented defects, all from same batch".

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter was found damaged before use. The following information was provided by the initial reporter, translated from portuguese to english: "bad working. Several catheters have been discarded since they have presented defects, all from same batch".